Manufacturer narrative:
One used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects and eschar was present within the jaws. The device was activated multiple times on simulated as well as porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that during a procedure, the device would not seal. Another ligasure device was used to continue the procedure.